Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. . As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that this right ventricular (rv) lead remains implanted. The patient was admitted to hospital and treated in (B)(6) 2022 for an infection in their spine. This was not cardiac related. Device remains implanted. No adverse patient effects were reported.,